Event description:
The customer reported that she had a rash that might be yeast infections. She also reported that she had seen a physician and had been prescribed antibiotics to treat the possible yeast infection.

Manufacturer narrative:
Replacement breast shields and connectors were sent to the customer. Attempts to follow up with the customer to get add'l info, including medical treatment rec'd, were unsuccessful and are on-going. Attempts to contact the customer by a medela clinician were unsuccessful. Should add'l info or the original product be rec'd resulting in new, change or corrected info, a follow up report will be filed at that time.